Event description:
It was reported that the targeting sleeve has been broken.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.